Event description:
Spouse reports that brittle diabetic alleges device reading higher than actual. Recalls incident when blood glucose reading was 203 mg/dl, went back to doing yard work and was found passed out by wife.